Event description:
It was reported that the insulin pump had electrostatic discharge and an unresponsive button. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen due to a problem with the mother board. Unable to verify the button/keypad response due to the frozen screen.